Manufacturer narrative:
The device history and sterilization records were reviewed. Results: the device history and sterilization records were reviewed and were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.

Event description:
On (B)(6) 2010, the patient was implanted with an scs system. During permanent implant procedure, md used different implant technique; he used one incision for both the lead and ipg placement, so the ipg was located in the back incision. The patient called today and is in pain due to the ipg location; the ipg has moved over the spine. Revision surgery pending.